Event description:
It was reported that during a device upgrade procedure, the patient experienced asystole when the device did not pace. The right ve ntricular (rv) lead was positioned and had high threshold, so pacing support was going to be provided through the left ventricular lead while the rv lead was repositioned. When the rv lead was disconnected from the device, the device stopped pacing. The device was reprogrammed and pacing resumed. The rv lead was repositioned and remains in use. The device also remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).